Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: diagnosis indicates elevated cobalt ions, metallic type discoloration in greater trochanteric bursa, bursectomy completed. Erosion of greater trochanter, femoral component well fixed, abductors intact. Metal debris removed, no wear to head, no corrosion to trunnion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4) d10: cat# 11-103204 lot# 554510 taperloc por fmrl lat 10x140. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 7 years later due to elevated cobalt levels. All components revised, except for stem was retained. It was reported that no further information is available.